Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), prior to implant of a 29mm sapien 3 valve by trans-aortic approach, bav was not performed due to the patients pre-existing severe aortic insufficiency. A 21fr sheath was introduced into the aorta and the delivery system was inserted through sheath. However, the crimped valve would not cross the native valve due to severe calcification and extremely rigid leaflets. An attempt was made to introduce a 25mm bav balloon through the left femoral and the bav was successfully performed. However, the crimped valve still did not cross. At that point, the aortic insufficiency was severe and the patient crashed. An aortotomy was performed and the same sapien 3 valve was deployed under direct vision. The patient required a heart lung machine and expired a few days post tavr due to respiratory issues. The valve was noted to be working fine.

Manufacturer narrative:
Section d1, d4, h4, b2 (death unchecked), h1 (changed to serious injury), h6, and h10 were corrected. After further review of this event, as the bav was a non edwards device, it was determined the delivery system may have caused or contributed to the event. Therefore, the event will remain MDR reportable. It was confirmed the patient expired due to patient conditions. The valve itself was working fine. Therefore, there no evidence or allegation the death was related to the valve or edwards device. Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, incomplete bav, or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Per the training manual, factors that can make it difficult to cross include heavy calcification and inadequate bav. Per IFU and training manuals during valve alignment a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position thv past the distal valve alignment marker. This will prevent proper thv deployment. Compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct, move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Thv moves in only one direction relative to the balloon. Perform valve alignment in the straight section of the aorta. When experiencing difficulty crossing: make sure wire is correctly extended at apex, pull tension on the wire or reposition, add some distal flex or remove some partial flex, pull system back and readvance. In this case, there was no indication a device malfunction contributed to this events. Per report, the difficulty crossing the native valve was due to severe calcification and extremely rigid leaflets. Severe aortic insufficiency was due to non edwards bav being performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The bav balloon was confirmed to not be an edwards device. Therefore, the severe aortic insufficiency after bav and resulting surgical bailout was not related to an edwards device. The event is not MDR reportable. A corrected supplemental report is being submitted.